Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of this date indicated telemetry c wireless communication.

Event description:
It was further reported that the device had extreme current drain due to dial-out issues with the patient's remote monitor. It was noted the monitor was not successfully transmitting and therefore the device was not able to send an alert that was triggered by at/af burden criteria. The status of the monitor is unknown at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478 lead implanted: (B)(6) 2011; competitor lead implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had expressed concern with the short battery life as the device¿s battery had depleted within three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.